Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an advisory. The device was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to early battery depletion. The device was successfully replaced. No additional adverse patient effects were reported.